Event description:
It was reported that the brakes won't hold due to a damaged brake linkage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.